Event description:
Customer reported at 4:30 pm, device = 146 mg/dl. Customer left work and passed out at 5 pm. Customer hit another car and building. Emergency medical technician (emt) tested customer at the scene and result = 20 mg/dl. Emt suggested customer go to the hospital, however they declined and went to the hospital the next day. No treatment information was provided. No controls were used. Strips are stored out of the vial for maybe 3 days before use. A request was made for return product and replacement product was sent.